Event description:
The customer contacted physio-control to report that keypad on their device is not working. In this state the device may not be able to provide defibrillation therapy if it were needed. There is no patient involvement in the reported event.

Manufacturer narrative:
Section h10 additional mfg narrative of initial MDR indicates: a third party service agent evaluated the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h10 additional mfg narrative of initial MDR should indicate: a third party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the user interface pcb assembly. The device was returned to the customer unrepaired per their request. The cause of the reported issue was isolated to the user interface pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that keypad on their device is not working. In this state the device may not be able to provide defibrillation therapy if it were needed. There is no patient involvement in the reported event.